Event description:
The customer stated that the meter ws giving readings with a decimal point. Customer service attempted to gather the customer's information, but the contact refused. The only information received was the customer's last name. Customer service could not determine if the customer thought the readings were too low. The customer's daughter noticed a decimal point and called customer service. She was not sure when the problem had started. Customer service helped change the meter back to mg/dl, as far as the contact knew, the customer did nto change diet or medication.